Manufacturer narrative:
Product has been discarded. Product information has been requested, but not received. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician's office reported that 15 minutes post laser facial treatment a patient received blisters on both cheeks and their neck. The patient was treated with an energy level of 3.0, nothing out of the ordinary occurred during the treatment. Post procedure patient was instructed to use vaseline, hydrocortisone cream, and biafine cream. The blisters are popped and scabbed with redness. The available image was reviewed, erythema, peeling, inflammation, and scabs are visible over the right side of the neck. It was noted that there is a possibility of a permanent scar.

Manufacturer narrative:
According to thermage cpt system technical user¿s manual burns, blisters, and scabbing, are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation where there is a small chance of scar formation. Application of topical steroid or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. However as the treatment tip has been discarded by the customer and the log files have not been provided for review, no causal factors can be determined, and no conclusion can be drawn.